Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture of the right breast prosthesis. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Lab analysis: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: no observed. As per the investigation procedure, crease, cloudy and wear abrasion was observed and none of the observations are found to be potentially related to the manufacture ng process, no further actions are required. Additional, changed, and/or corrected data: d1, d.2a, d2b, d4, d9, g4, h3, h4, h6.

Event description:
Healthcare professional reported rupture of the right breast prosthesis. Device was explanted.